Event description:
It was reported that the system 9800 would power down while operating. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power cord had loose connections. The cable was repaired. The system was tested and found to be working as intended and placed back into service.